Event description:
Info received indicates fluid ingress onto the motor control board causing a loss of bed functions.

Manufacturer narrative:
The technician replaced the motor control board to repair the bed.